Manufacturer narrative:
The technician found the CPR valve was bad and was not letting the head of the bed go down when applied. The technician replaced the CPR valve to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the head of the bed would drift down slowly overnight. No injuries reported.